Event description:
On 02/14/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: after the surgeon seal/cut tissue, jaw of synchroseal does not release as intended, bedside assist had to manually release the tissue. Product replaced. Did not cause harm to the patient. It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the customer reported that after the surgeon seal/cut tissue, jaw of synchroseal instrument did not release as intended, bedside assist had to manually release the tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.